Manufacturer narrative:
A draeger service representative performed an evaluation of the narkomed gs anesthesia machine. Visual inspection revealed no atypical conditions. Performance testing found the anesthesia machine to perform within specifications. Attempts to obtain additional information from the user facility were unsuccessful.

Event description:
It was reported that while the patient was connected to the narkomed gs anesthesia machine, the doctor was using some type of instrument during surgery and it caused a fire. The patient sustained a small facial burn. At some point after the case, the patient was sent home.